Event description:
A surgeon reports a pt developed chronic iritis and cystoid macular edema following intraocular lens implantation. More info has been requested. The association between this event and the intraocular lens is not known.